Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed a loss of capture for an unknown duration and a drop in threshold measurements. Due to the loss of capture the device has begun to double count episodes, however no inappropriate therapy was delivered. All other parameters including sensing, and lead impedance measurements were within acceptable ranges. There is no pacing requirement for the patient, therefore the physician elected to reprogram the device's lower rate limit to 30 and reduce the output to 0.1v. A revision procedure will be scheduled in the near future. No adverse patient effects were reported. Approximately (B)(6) week(s) later, a follow up was done on a lead investigation due to a loss of capture. An x- ray revealed that the lead appeared to be crushed near the clavicle area. A lead fracture was suspected. A revision procedure was performed and the defibrillation lead was abandoned during the procedure as the physician experienced difficulties attempting to remove the lead. A new right ventricular (rv) defibrillation lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time the lead remains in service. A final report will be sent after information is received of the revision procedure. If the products are returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.